Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent graft migration) - lack of information. (Cause of stent graft migration is unknown). Evaluation, conclusion: lack of information (cause of stent graft migration is unknown).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 22 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the stent graft was found to have migrated distally 2 cm from the lowest renal artery. A 32x32x70 endurant aortic tube was placed to resolve the stent graft migration. No additional clinical sequelae were reported and the patient is fine.